Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was missing pixels. There was no reported adverse effect to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy. It was reported that the battery gauge was fluctuating. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.